Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm that resulted in a pump stop was confirmed via log file review. Data from the reported event dates of 15nov2024 ¿ 20nov2024 was reviewed. On (B)(6) 2024 at 03:32, a no external power alarm activated due to both batteries depleting to 0v. The batteries had been in use for approximately 22 hours when they completely depleted. The backup battery supported the system for approximately 2 hours until 05:43 when a pump stop occurred due to the backup battery also completely depleting. The pump restarted without issue an unknown amount of time later when the system controller was connected to a fully charged battery. Because the controller clock was reset, the length of time the pump was off is unable to be determined. The controller clock was reset at 13:38 on (B)(6) 2024. No other notable events were observed in the log file. Attempts were made to obtain additional event information, but no response was received. Root cause of the no external power alarm was determined to be due to total battery depletion, but the root cause of the battery depletion was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use, rev. C section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use, rev. C section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. D section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a clock not set alarm as well as a pump off alarm. Log files were submitted for review. The log files appeared to capture that the patient depleted the 14v battery power and then the backup battery in the system controller resulting in the pump turning off. There were audible low voltage advisory, low voltage hazard and then no external power events once the emergency backup battery (ebb) turned on. The ebb ran the ventricular assist device for approximately 2 hours prior to turning off. Once all power was depleted the timestamp was reset to the default of on (B)(6) 2000 when the pump restarted again. It was unknown how long the pump was off since the timestamp was reset.